Manufacturer narrative:
Corrected data: corrected the unique identifier (UDI) # from (B)(4). Two zeroes were left out on the initial medical device report. Manufacturer narrative: the reason for this revision surgery was to remedy instability after 3 months, 4 days in vivo. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 12 prior complaints reported against this part; with 2 of the prior complaints having the same failure mode of stability, poor joint. This is the first complaint against this lot number. The reason for the for the instability was not reported in the complaint. This investigation is limited in scope because the explanted products were not returned to djo surgical and hence a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Due to java issues, my web trader account is not working. I am sending this hardcopy to avoid the report being late.

Event description:
Revision surgery; due to the patient complaining of instability.